Manufacturer narrative:
On (B)(6) 2019 a second discrepant patient was provided: sid (B)(6), initial 3.885, repeat 0.816. There was no impact on patient management reported. An evaluation is still in process and a follow up submission will be sent when the evaluation is complete.

Event description:
On (B)(6) 2019 a second discrepant patient was provided: sid (B)(6), initial 3.885, repeat 0.816. There was no impact on patient management reported.

Manufacturer narrative:
Additional falsely elevated data was provided (B)(6) 2019: sid (B)(6) initial 3.286, repeat 0.775. There was no impact to patient management reported. The evaluation is still in process. A follow up report will be submitted when the evaluation is complete. H3 other text : an evaluation is still in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, log review and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. System logs showed some flagged data, some fluctuation on the cuvette washer and optics. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Falsely depressed architect magnesium data was provided on 6/19/2019: sid (B)(6) initial 2.093, repeat 0.459.there was no impact to patient management reported. An evaluation is still in process. A follow up submission will be sent when the evaluation is completed.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result on the architect c16000 analyzer. The following data was provided sid (B)(6): initial 3.250, repeats 0.731, 0.7263, 0.726 mmol/l. There was no impact on patient management reported.